Manufacturer narrative:
Correction: d2b - procode, g4 - PMA/510(k) # b3: the date indicated is an approximation as the exact event date was not provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 891569a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 891569a, device part number 195-430wjr/ lot 891569a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 891569 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported on behalf of their spouse, a false negative result with the binaxnow covid-19 ag self-test performed on an unknown date and unknown sample type. The consumer indicated that their spouse tested positive (platform unknown) at a doctor¿s office five days prior to the negative binaxnow covid-19 ag self-test result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The consumer reported on behalf of their spouse, a false negative result with the binaxnow covid-19 ag self-test performed on an unknown date and unknown sample type. The consumer indicated that their spouse tested positive (platform unknown) at a doctor¿s office five days prior to the negative binaxnow covid-19 ag self-test result. Although requested, no additional patient information, including treatment and outcome, was provided.